Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose level was 233 mg/dl when she inserted a new infusion set. She changed the infusion set again and her blood glucose went down to 102 mg/dl. However, later that afternoon her blood glucose level went up to 582 mg/dl. She noticed the quick release on the infusion set was loose and she tightened it back up. The device was not returned.